Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient has been having problems with the stimulator turning off at night. The caller indicated that the patient soaks the bed at night. The caller stated that the patient goes to bed with the device on and then will wake up soaking wet and the device is off. This issue has occurred four times during the past week, twice the week prior to that, and one time two weeks prior to the call. The caller indicated that this has also occurred during the day and confirmed that there was no electromagnetic interference (emi) or trauma/falls associated with this issue. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.